Manufacturer narrative:
(B)(4). Architect i200sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed architect error code 1007 (unable to process test, activated read failure) for the hepatitis and thyroid assays when reaction vessel (rv) lot 70563p100 was in use. The customer was sent replacement rvs. There was no impact to patient management.